Manufacturer narrative:
They were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the basic occlusion, occlusion, and excessive no delivery test due to the prime/fill anomaly, faded screen, or display anomaly noted. The pump passed the self test, unexpected restart test, and displacement test. All operating currents were normal. There were no unexpected low battery or off no power alarms noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the customer's insulin pump screen went blank. Caller stated that he cannot read the pump screen and the screen is fading. Caller stated that the pump is still on but the customer is nervous about using the pump tomorrow to do an infusion set change. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.